Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned. Test strips expired - unable to test most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen, expired strip). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 270, 408 and 321 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 180 mg/dl. At the time of the call on (B)(6) 2016, the customer felt well and did not report any symptoms. Wife stated that the customer went to emergency department on (B)(6) 2016 after getting a 518 mg/dl reading (fasting) on his meter. Customer didn't have any symptoms at that time. Wife stated at the hospital they checked his blood glucose with their meter and it was 200 points lower and that he was released that same day. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cupboard. The test strip lot manufacturer's expiration date is 12/25/2016 and open vial date is (B)(6) 2016. Wife stated she had purchased the strips from a pharmacy at the beginning of december. Wife stated that she had problems with other meters and products that she had purchased from that particular pharmacy. The meter memory was reviewed for previous test result history (time not set): the 270mg/dl (B)(6) 2016 12:35 pm fasting:yes, the 408mg/dl (B)(6) 2016 08:43 pm fasting:yes, the 321mg/dl (B)(6) 2016 12:12 pm fasting:yes, the 518mg/dl (B)(6) 2016 01:53 pm fasting:yes, the 439mg/dl (B)(6) 2016 02:18 pm fasting:yes. Memory concerns: customer concerned with all results.